Event description:
The reviewed literature article contained a study of two patients who received a strata valve. A female patient developed an intraventricular hemorrhage five days after implantation and died. A male patient developed a hemorrhage along the path of the ventricular catheter and was treated and recovered.

Manufacturer narrative:
These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device information. Contact with the corresponding author has been unsuccessful in yielding additional information. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. Zhu x., et al. Delayed intracerebral hemorrhage secondary to ventriculoperitoneal shunt: two case reports and a literature review. International journal of medical sciences;2012;9(1):65-67.